Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Analysis of the returned device identified: broken shell, delamination and white particle material in the shell. Leak test and microscopic analysis was performed which identified: (sharp)broken diaphragm valve, and total delamination. Based on the device analysis the final assessment is: a (sharp)broken on diaphragm valve due to an unidentified(tear) opening. A total delamination of the valve (adhesive failure).

Event description:
Device was explanted.